Manufacturer narrative:
Method: segmentation review. Results: segmentation review was correct and performed according to work instructions. Conclusion: no failure, product was within spec.

Event description:
Tibia liner thickness 16mm, cut too much tibia.